Manufacturer narrative:
(B)(4). Pt identifier) unknown as information was not provided. Age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Similar to device under p070016. (B)(4). Summary of investigational findings: based on the image investigation it was not possible to conclude the exact root cause for the described type ia endoleak. The imaging provided did not demonstrate a type ia endoleak. But excessive oversizing (35%) and gore tech extension placement are strongly indicative of a previous type ia endoleak caused by graft material pleating. There is no evidence to suggest that this device was not manufactured according to specifications. No further action is initiated but cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015, a (B)(6) female patient underwent repair of an aorta dissection (chronic type b dissection) with zteg-2pt-32-200-pf-d (e3305971) and gzsd-36-123-2 (e3296514).the patient was suitable for the repair. The patient had undergone total aortic arch replacement and aortic valve replacement for type a dissection 7 years before. Final confirmatory angiography after placement of the devices confirmed proximal type I entry flow. Therefore, gore's tag (tgu313115j/ lot#13463902) was additionally placed and the entry flow was resolved. Patient outcome: on (B)(6) 2015, follow-up clinical assessment confirmed that the patient had no significant medical problem.